Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the device was not returned. A photo-investigation was performed on the images there were three photographs/x-rays, confirming four unknown cortex screws were broken. No device identifiers were visible. No other issues were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition was confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk. Screws: cortex: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to nonunion of femur fracture. Removal of 4.5mm variable angle locking compression plate (va lcp) condylar plate and screws, removal of contoured navicular plate and screws, from the distal femur. The four 4.5mm cortex screws were broken at the plate/bone junction, and the shaft of all four screws was retained in the patients femur. Removal of 7.3mm cannulated screws from proximal femur and converted to a zimmer ncb plate. Less than desirable outcome nonunion. Clinical findings delayed healing. The fragments retained shaft of four 4.5mm cortex screws were retained in patients femoral shaft. The original date of implant was unknown. There was no surgical delay reported. The procedure was successfully completed. The patient outcome revised. Concomitant devices reported: 4.5mm va-lcp curved condylar plate/12 hole/266mm/left (part# 02.124.413, lot# l437407, quantity# 1). Unknown screws: locking (part# unknown, lot# unknown, quantity# 6); unknown screws: metaphyseal (part# unknown, lot# unknown, quantity# 2); unknown screws: locking (part# unknown, lot# unknown, quantity# 3); unknown screws: cannulated (part# unknown, lot# unknown, quantity# 3); washer 13.0mm (part# 219.99, lot# unknown, quantity# 3); 2.4mm/2.7mm va-locking navicular plate (part# 02.211.220, lot# unknown, quantity# 1). This complaint involves four (4) devices. This report is for (1) unk - screws: cortex. This report is 3 of 4 for (B)(4).